Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had left the needle guard on the infusion set cannula needle and the customer had not been receiving insulin. The customer went to the emergency room as the ketone level was large and was admitted to the hospital. No additional information was provided at the time of the report. The type of infusion set used was not reported. Although requested, additional information was not provided.